Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Reportedly, the customer's blood glucose (bg) was over 600 mg/dl and read "high" on the cgm. Customer was admitted to the hospital for diabetic ketoacidosis identified as life threatening and a bg level of 1315 mg/dl. Customer was treated intravenously with saline and insulin. Customer was released six days later with the issue resolved and no permanent damage.